Event description:
A surgeon reported that following implantation of an intraocular lens (iol) in 2000, the lens was noted to be dislocated 15 days later. The iol was repositioned. The pt was examined 2 days later, and the lens was again dislocated and had a broken haptic. The surgeon replaced the lens with the same model iol. The pt developed a swollen eye due to manipulation during the procedure.